Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that a part of a duraloc hip instrument ((B)(4)) was received after decontamination procedure with red dots on the duraloc cup trial instruments and also small pieces of bloody bone scraps remained on the instruments and gap between the tray and the instruments. Red spots remained after repeated decontamination.